Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was over delivering. The customer blood glucose level was 60 mg/dl at the time of incident and the current blood glucose level was 90 mg/dl. Customer alleges insulin pump was over delivering because they were going low repeatedly since starting basal rates on insulin pump. The customer was assisted with troubleshooting. The customer was treated with honey and sandwich for low blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was unable to upload to carelink at this time. Customer stated that the drive support cap appears normal. The device will be returned for analysis.